Manufacturer narrative:
H.6. Investigation: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. DHR could not be performed due to unknown lot#. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter separated after placement. The following information was provided by the initial reporter: "it was reported that the catheter was coming apart from the needle. Customer response: as I mentioned, there was no product saved. There were no lot numbers, it is just a general statement by the user that they don¿t care for the product because the plastic catheter is coming apart from the needle. No one was harmed. No other additional information is available. Issue: IV catheters 20g and 22g the plastic catheter is coming apart from the needle."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter separated after placement. The following information was provided by the initial reporter: "it was reported that the catheter was coming apart from the needle. Customer response: as I mentioned, there was no product saved. There were no lot numbers, it is just a general statement by the user that they don¿t care for the product because the plastic catheter is coming apart from the needle. No one was harmed. No other additional information is available. Issue: IV catheters 20g and 22g the plastic catheter is coming apart from the needle."